Manufacturer narrative:
The device has been rec'd for analysis, but the add'l testing is not complete at this time.

Event description:
It was reported that during a drug eluting stenting treatment procedure stent damage and dissection occurred. The procedure was treating a 99% stenosis in the mid right coronary artery (rca). The lesion was not calcified and the vessel was not tortuous. The "99% lesion was focal, but the secondary lesion, distal to the first, extended into previously placed stents" of unknown size and type. A 6 fr introducer sheath and a 6 fr jr4 guidewire were used during this procedure. The lesion was predilated with a 3.0 x 9mm maverick balloon, and a 3.0 x 16mm taxus stent was successfully deployed in the mid rca. The physician then attempted to place the 2.75 x 16mm taxus stent, but the stent could not cross the lesion and a dissection occurred in the distal rca. An angiography confirmed the dissection, and the pt exhibited no symptoms. Upon removing the system it was discovered that a stent strut was extended upwards. The physician then attempted to place a 3.0 x 16mm stent, but was unsuccessful. A 3.5 x 20mm maverick balloon was inflated and a 3.0 x 24mm taxus stent was deployed in the distal rca. The physician then attempted again to place the 3.0 x 16mm taxus stent, but was unsuccessful. Following this, a wire was inserted as a "buddy wire" and the 3.0x 16mm taxus stent was unsuccessfully advanced over the "buddy wire." It was "reinserted over the initial wire and was successfully deployed in the distal rca." There were no add'l procedures or surgeries required to treat this pt, and the pt condition is noted as okay.